Event description:
It was reported that the device was used during a low anterior resection. It was reported that the device was empty. The case completed with hand suturing. There was no consequence to the patient.